Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, but not provided.

Event description:
It was reported there was a chemo free flow event. This was determined based on the extent of the physical damage to the devices, which included the bezel being broken and/or cracked. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Additional information added to: the report of a free flow event due to the extent of physical damage to a device was confirmed in pump module s/n 14345208. Testing of the pump module reproduced an unregulated flow event. A broken and separated bezel was observed in the pump module. Damage to the bezel can prevent the door from completely closing the platen, preventing the upper occluder from effectively pinching off the tubing, resulting in unregulated flow. Log analysis results: review of the associated pcu event log identified an infusion of maintenance ivf being programmed on (B)(6) 2019 at 4:03:55 am, at a rate of 20 ml/hr with vtbi:100ml. The device was then channeled off, and the same infusion program was restored. At 2:20:50 am, the device was again channeled off and the infusion stopped. The device was programmed for an infusion rate of 600 ml/hr vtbi: 25ml at 7:24:34 pm and the infusion was started. The device was then channeled off by the user at 7:36:08 pm. The system was then powered down at 8:03:23 pm, recording a total volume infused of 101.291 ml. The root cause was identified when testing pump module s/n (B)(4) as extensive physical damage to the bezel was discovered.

Event description:
It was reported that there was an unspecified free flow event due to the extent of the physical damage on the devices. Although requested, no further details were provided by the customer for this event.